Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued. The customer was instructed to disconnect from the site and attempt a corrective action involving loading a new cartridge and delivering a bolus, which was unsuccessful. Technical support arranged to replace the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.